Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia with a peak blood glucose of 376 mg/dl and prolonged readings above 180 mg/dl, with alerts for values above 300 mg/dl, associated with an infusion set issue likely due to extended wear beyond the recommended change interval and reinsertion at the same location; the user administered 5 units of fast-acting insulin and subsequently replaced the infusion set, after which glucose began to decline. Symptoms included hyperglycemia without reported ketones, dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, and self-management at home. Investigation included technical troubleshooting and user education regarding infusion set change interval and site rotation. Investigation of this case revealed that infusion set deployment or site quality was the probable cause, with functionality of upstream components confirmed by observed insulin drops prior to the site. It was concluded that user technique and site management contributed to the event and that device performance was consistent after correcting the infusion site. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.